Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model# = ped2-450-20. The device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex with shield device did not open during a procedure. At the distal section. The patient was undergoing flow diversion of an unruptured saccular aneurysm located in para ophthalmic left measuring 4mmx4mm, landing zone distal 4.2mm proximal 4.4mm. Vessel tortuosity was described as normal. It was reported that during the procedure, the pipeline positioned in a bend. The pipeline flex with shield was deployed, and the distal end did not open after re-sheathed several times. The pipeline flex with shield was removed from the patient. Afterward, a new pipeline flex with shield was deployed without issue and everything went perfect. There were no reports of patient injury in association with this event.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received, the distal and proximal ends of the pipeline flex shield braid appeared fully opened without any damage. No bends were observed on the pushwire. No other anomalies were observed. We were unable to determine the cause of failure to open pipeline flex shield during procedure. It was reported that the pipeline flex shield was positioned on a bend. It is not recommended to initiate deployment of the device on a bend. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU), the user should "begin to deliver the device using a combination of unsheathing the pipeline flex with shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex with shield has successfully expanded, deploy the remainder of the device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex with shield embolization device. Re-sheathing the pipeline flex with shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Carefully inspect the deployed pipeline flex shield embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.